Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead showed signs of a possible fracture. The lead was cap ped/abandoned and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).